Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), and the outer insulation was breached cut and exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism, and the lead exhibited apparent explant damage. (B)(4) performance data was collected from the device and has been analyzed. Battery voltage - battery depletion indicated/eri: time of rrt in save to disk on (B)(6) 2012, device rrt<=2.6251 volt. Weekly battery voltage trend data shows bat=2.631 to 2.617 volts between (B)(6) 2012. Three - patient alerts for low battery voltage between (B)(6) 2012, 02:15:00 and (B)(6) 2012, 02:15:00. The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the patient went to the hospital due to a fall, which was determined to be a syncopal episode. It was also reported that the atrial lead exhibited high thresholds as well as no capture, but the patient was noted to be in atrial fibrillation (afib) and the lead was not pacing. The device exhibited high atrial and ventricular outputs, and was suspected to have experienced early battery depletion. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.